Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original report or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The case describes a male user of sc long pkgd curved 14fr catheters, who experienced urethral bleeding and urinary infection after use of products that were described as "catheter had split at the tip--it had a slit down (approximately 1cm) one side and caused the catheter to almost "flower" on top. It looks like a machine made split while folding out (like a flower)". The issue was only noticed after catheter removal. Of note, the user has no sensation. It is reported that the user tends to re-use the catheters, although they are single use products. However, the split on the catheter tip had been also observed on catheters out of their packaging. Both bleeding and urinary infection are risks covered by the current product risk assessment.

Manufacturer narrative:
It was reported that the user tends to re-use the catheters, although they are single use products. However, the split on the catheter tip had been also observed on catheters out of their packaging. The link between the tear at the tip of the catheter and the events reported is plausible. The severity level of the events reported is 3. Both bleeding and urinary infection are risks covered by the current product risk assessment. 36 samples returned on 2018-06-15, with lot number of 5668086(10 pcs), 5722540(26 pcs, include 18 used + 8 unused). Lot 5668086 10 pcs unused samples were all ok. Lot 5722540 total 26 pcs, 8 unused were ok, 18 used samples were split in tip. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. It was concluded that the possible reason for the "tip flower" is: customer reuse catheters by boiling in hot water. The devices are intended for single-use only. We have initiated CAPA 423717 to follow this case and continue to closely monitor trends.